Manufacturer narrative:
Device eval: the facility was contacted in an attempt to retrieve the device for eval. The facility states that their investigation revealed that the syringe pump performed within the MFR's specs, and no malfunctions occurred during their testing and the pump was returned to svc. Based on the facility's eval, and that the are not aware of any problems with it, they stated that the device was not available to be sent to the MFR for investigation.